Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd eclipse needles experienced 3 cases of blood exposure/splash, 2 cases of leakage, 6 cases of safety mechanism failure, 5 cases of foreign mattter in device cannula/needle/syringe/fluid path, and was involved with 3 dirty needlestick injuries. It has not been specified whether medical intervention was applied as a result. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported via post market survey that the clinician encountered occurrences of clinician exposure to body fluid or blood (3), leakage (2), the safety shield broke off (2), syringe needle connectivity issues (2), safety mechanism failures (2), foreign matter on device (2), foreign matter in unit packaging (3), needle dull/blunt (4), safety shield loose (2), needle bent (2), and needlestick injuries (after patient use) (3). Additional information related to foreign matter in unit packaging: "broken seal" additional information related to needlestick injury (after patient use): "closing the unit with the hands".